Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿blackout, no image¿ was confirmed. The device evaluation found there was adhesive on the scope mount. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus marketing personnel reported on behalf of the customer that when connected the hd camera head to the visera elite ii video system center it became a blackout from the beginning. The image became dark, disappeared, no image. The issue was found during preparation for use in a therapeutic turis procedure. The procedure was completed with a similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, several points of significant damage to the electrical contacts of the video connector indicate that the contacts are defective. Olympus will continue to monitor field performance for this device.